Event description:
During a posterior fusion surgery on (B)(6) 2013, while completing final tightening of the locking caps, the threads of the stardrive screwdriver shaft broke off. The fragments were retrieved. There was no extension of surgery time reported. The procedure was completed with another screwdriver. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Manufacturer narrative:
Device used for treatment and not diagnosis. There are no non conformance documents or adverse comments in the DHR. Subject product conformed to all inspection and certification testing during manufacturing. Complaint item received as one piece; degraded surface condition as used and not new appearance. Stardrive is rounded at the spline tips with burrs present. The device was tested with a niton gun and passed specifications. Due to the deterioration of the stardrive geometry, pertinent feature specifications could not be measured. The distal tip of this driver has wear. Each of the six corners of the t-25 driver shows damage. The fact that all six lobes are damaged implies that the driver may not fully seated in the screw. Surgeon may have not fully seated the driver during final tightening, but there is not enough evidence in the complaint description to be certain. The design risk assessment is adequate for the intended use.